Manufacturer narrative:
Additional information: d9, h3= the customer disposed of the complaint device. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as reported, during an angioplasty procedure, the outer catheter included in a micropuncture transitionless stiffened cannula access set separated upon removal of the device from the left common femoral artery. The access site was scarred, and resistance was reported upon both insertion and removal of the device. Resistance was not encountered when an unspecified 0.035 stiff amplatz wire was inserted through the catheter. After the amplatz wire was inserted, the complaint device was removed from the groin, at which point the lower third of the device separated in the patient. A cut-down was performed to remove the separated portion of the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) due to lack of lot number information from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Cook has concluded that patient anatomy is the cause for the device failure in this complaint. The access site is noted to have been scarred and it was reported that resistance was felt during insertion/removal during the procedure. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty procedure, the outer catheter included in a micropuncture transitionless stiffened cannula access set separated upon removal of the device from the left common femoral artery. The access site was scarred, and resistance was reported upon both insertion and removal of the device. Resistance was not encountered when an unspecified 0.035 stiff amplatz wire was inserted through the catheter. After the amplatz wire was inserted, the complaint device was removed from the groin, at which point the lower third of the device separated in the patient. A cut-down was performed to remove the separated portion of the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.